Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31715. It was reported the patient had no motor function in their right leg following a permanent implant due to a csf leak. Further follow-up indicates that the patient has regained motor function and is reporting leg weakness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient still has leg weakness and is in rehab learning to walk again.

Manufacturer narrative:
Correction: e1 - physician's information.